Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a "high" blood glucose (bg) level and diabetic ketoacidosis. A specific bg value was not provided. The customer was treated with intravenous saline, potassium, and insulin, and was released from the ICU on 7/4/2022 with no permanent damage. The customer alleged the cause for the reported issue was due to ¿bad insulin¿. Tandem technical support performed a pump system check and determined the pump functioned as intended.